Event description:
Consumer complaint of about high blood results. Customer's daughter states that her father feels well and required no medical attention. Customer's expected blood results are 100-200 mg/dl fasting. Verified the strips expired 10/24/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 476 mg/dl and 438 mg/dl fasting. Reviewed meter memory: 249 mg/dl, (B)(6) 2015, 06:14:00 pm, fasting: yes; 465 mg/dl, (B)(6) 2015, 01:03:52 pm, fasting: yes; 289 mg/dl, (B)(6) 2015, 09:05:00 am, fasting: yes; 166 mg/dl, (B)(6) 2015, 06:21:00 am, fasting: yes; 318 mg/dl, (B)(6) 2015, 02:17:00 pm, fasting: yes. No adverse event reported.

Manufacturer narrative:
Internal report number:(B)(4). Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction: user had inaccurate reference.